Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a call service alarm issue; an unidentified call service alarm on the pump. The reporter did not provide any details regarding this allegation. Animas customer technical support made several attempts to contact the distributor to follow up on the allegation; however, the distributor has not responded to animas's requests for follow up. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.